Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. The blockage was determined to be in the cartridge. The customer subsequently changed the necessary supplies and resumed insulin therapy.